Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, with a non boston scientific right ventricular (rv) lead, exhibited high out of range shock impedance measurements. The shock impedance values ranged from 129 to 138 ohms. Technical services (ts) was consulted and indicated that a gradual increase in shock impedance may be associated with physiological changes; however, due to the presence of a non boston scientific lead, only limited assessment could be provided regarding therapeutic suitability. Programming suggestions were provided. No adverse patient effects were reported. This device remains in service.